Event description:
Patient had low back pain because of spinal stenosis on l4-5 and l5-s1 with neural foraminal stenosis. Dr. (B)(6) implanted apollon pedicle screw system on (B)(6) 2014 at (B)(6). It was lv2 but 4 screws were implanted. The patient came back to hospital for back pain and dr. (B)(6) found out 2 broken screws when he x-rayed patient.